Event description:
It was reported that the customer's usb cable was damaged and frayed. There was no adverse effect to customer's blood glucose (bg) level. A replacement cable was sent to the customer to resolve the issue.

Manufacturer narrative:
Device not returned.